Event description:
Customer stated, "she had this pad on her back, then she noticed a pinching like sensation (like needle pokes) on her legs". The product was returned for investigation. Investigator inspected the pad and cord for exposed wire, no exposed wire was observed. Investigator tested the pad, no flickering of lights or shocking was observed. Investigator observed no defects with the pad. Pad was heating and functioning properly.